Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had a loss or change in therapy. Therapy was not on and the patient did not feel stimulation. The patient stated they were just as incontinent as before and only had one normal day. Therapy was turned on and the patient decreased stimulation to a comfortable level. The patient mentioned they were taking a pill for another reason, which was causing them to have trouble with their bowels in the morning. They were concerned they are not a good candidate for the device and said that they don't remember if the trial was successful. The implantable neurostimulator was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.